Event description:
Provider called the lab with a request to retest tsh samples on a few patients who had lower values than expected. After retesting the values were significantly higher. The lab did some troubleshooting and found that when the lithium heparin tubes are inverted prior to sampling results for tsh, the results were significantly lower.====================== health professional's impression======================there is an interferent in the lithium heparin tube that is causing falsely decreased values for tsh on the beckman dxi.====================== manufacturer response for immunoassay, dxi 800======================no response has been given